Manufacturer narrative:
(B)(4): the customer reported multiple issues with the device including locking up during op check and failing op check. The device was evaluated at philips. The symptom was clarified as 'the device locking up during op check' when the change button is pressed. The issue was localized to the software being corrupt. The software on the device was upgraded to resolve the issue.

Event description:
The customer reported multiple issues with the device including locking up during op check and failing op check.